Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device failed the safety verification (device was power broken) and would not turn the cutter. It was also observed that there was a hole in the hose near the muffler, the drive shaft pin was broken preventing the cutter from turning and the locking components were damaged causing the device to fail the safety verification. The issue the damaged locking components is consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The issue with the broken driveshaft pin is consistent with excessive force during use. The issue with the hole in the hose near the muffler (zone 1) is consistent with assembly tooling issue, therefore a CAPA was initiated. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the motor device was power broken (failed safety verification), and there was a hole in the hose. It was unknown if the device was used during surgery. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.